Event description:
Related manufacturer reference number: 2017865-2023-16470.it was reported that the patient's right ventricular lead and atrial lead were abandoned due to insulation break. No further information was received.